Event description:
It was reported that a pump alarmed for door not fully latched. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The history log revealed multiple door jammed messaged. However, the evaluation was unable to reproduce the reported symptom. The force needed to secure the door was above expected levels, caused by the two left mechanism mount screws. The screws were replaced during the repair process.